Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that when the rep was programming their device the day of implant they experienced a strong urge to urinate as well as a cramping sensation in their left buttock. They catheterized the patient and turned the interstim off and admitted the patient to the hospital overnight. The doctor said that they had never had that happen to a patient and had no idea what caused it. Patient was sent home with therapy still off and for a week hardly had one wet pad and was able to sleep longer throughout the night without as much urinary frequency. All of the sudden patient started to get up more frequently again and went back to their managing physician's office who turned the interstim therapy back on again however patient is still having urinary incontinence. Patient requested assistance increasing stimulation. Reviewed handset and communicator use and patient increased stimulation and mentioned they may go even higher later. Recommended patient always keep stimulation at a comfortable level. No device issues were reported.